Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found cable failure. A device history record (DHR) review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, "withdrawal when any irregularity is observed ". Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Based on investigation results, it was assumed that the "no image is displayed" occurred due to the video function did not function normally due to cable failure. A definitive root cause of the phenomenon cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a blackout and there was no image. The issue occurred prior to use for a therapeutic laparoscopic procedure. There were no reports of patient harm.